Event description:
It was reported that t-wave oversensing and low r wave sensing caused inappropriate therapy. During change out the physician noticed growth around the lead. The system was explanted and not replaced due to possible infection.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.